Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The sensor replacement alert was first presented to the user on 23 june 2024. From the return material analysis testing, however, the sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The review of the glucose plot showed two consecutive drop out phases 14 days apart that triggered the sensor replacement alert on day 27 after insertion. Drop out phases coincide with transient shifts in the signal and reference channel, which could potentially be due to impacts to the insertion site. The user did not mention an impact to the insertion site based on the recorded case notes. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. As part of resolution, a sensor replacement was offered to the user. B4.date of this report updated to 11 april 2024. G3. Date received by the manufacturer ? 11 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.